Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the lip with .6 ml of juvéderm® volbella¿ with lidocaine. A month later, the patient was injected again in the lip with .6 ml of juvéderm® volbella¿ with lidocaine. Two months later, the patient experienced ¿granulomas¿ described as ¿painless labial nodules¿ as well as ¿edema¿ at the injection site. A biopsy performed a month later confirmed ¿granulomatous foreign body reaction (exogenous basophilic material) with eosinophils.¿ the patient was treated with antibiotics and corticoid. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00246 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm® volbella¿ with lidocaine.